Manufacturer narrative:
(B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event. The investigation was completed on (B)(6) 2016. Retain product was tested and functioning according to specification. Return product was not available for investigation. Investigation: a review of the device history record (DHR) confirmed that the cartridge lot met finished goods (fg) release criteria. Retained cartridges from the lot were tested using whole blood (wb) and I-stat level 2 control (l2). Testing met the acceptance criteria found in (B)(4) - product complaint level 2 and level 3 investigation procedure. . The customer complaint was not reproduced. Assessment: the complaint investigation concluded there was no product deficiency and that the I-stat cartridge lot is meeting specification. No repeats on the I-stat or laboratory. Two different samples were tested.

Event description:
On (B)(6) 2016, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant sodium (na), chloride (cl), and potassium (k) result on a patient. There were no injuries associated with this event. There was no additional patient information available at the time of this report. There was no repeat on I-stat. Return product is not available for investigation. Method , date , test time, na (mmol) , cl (mmol) , k(mmol) : I-stat , (B)(6) 2016, 17:13 , 111 , >140 , 3.3 ; beckman , (B)(6) 2016 , 17:13 , 139 , 100 , 4.1 . At the time of the event there was no indication of a product malfunction based on the information provided and assessed by apoc, however this MDR is a retrospective filing in response to an observation from an FDA inspection conducted(B)(6) 2017 at abbott point of care ((B)(4)).